Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Based on the evaluation that had been carried out, the sample was evaluated and no pinch or blockage and no abnormalities were observed. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during pretest.